Event description:
The hcp reported explant of entire pump system after approximately 5 months implant duration due to "possible sterile menningitis, increase in intracranial pressure". The pt presented with altered mental status required restraints. They had subsequently had blood pressure of 162/98; pulse = 128 and temperature of 99.3 and was restless. Workup revealed hydrocephalus and they underwent ventriculostomy with shunt. Cerebrospinal fluid cultures where negative. The pump ststem was explanted approximately 12 days after admission. The pt tolerated the surgery well without any other complications. Current pt status is unk.